Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010, the patient presented with pre-op diagnosis: history of remote l1 fracture treated with posterior instrumentation and fusion t12 through l2. History of remote l5-s1 spondylolisthesis treated with l5-s1 posterior spinal fusion and tlif 3. Pseudoarthrosis t12 through l2 and pseudoarthrosis l5-s1. Transitional syndrome l3-4, l4-5. Hepatitis c. A chronic smoker. The patient underwent: 1. Removal posterior segmental instrumentation t12 through l1 and removal of segmental instrumentation l5-s1. Exploration fusion mass at t12 through l2 and l5-s1 with confirmation of pseudoarthrosis t12 through l2 and l5-s1. Posterior spinal fusion t10 through the sacrum and pelvis. Posterior pelvic fixation other than sacrum. Posterior segmental instrumentation t12 through the sacrum and pelvis. Local allograft. Morsellized allograft. Bone marrow aspirate. Interpretation radiographs the time. Application and removal of gardner-wells tongs. Asper op notes, the left-sided t12 and l2 screws were fractured within the vertebral body from a chronic remote process. The fractured pedicle screws were non-removable, therefore were retained. Pedicle screws at l5 and s1 were also removed. There were found to have loosened within the pedicles. Nonunion of the fusion mass at t12-l1 and l5-s1 was confirmed. Pedicle screws were then placed bilaterally at t9 and t10, these were size 7 fadi screws. Pedicle screws have been placed right-sided t12-l1 and l2 in the previous pedicle screw tracts, these were size 1x50 fadi screws. Pedicle screws were then bilaterally at l3 and l4, these were size 7x55 fadi screws and then pedicle screws were replaced at l5. These were size 9x50 screws and then the pedicle screws were placed in the sacrum, these were size 7x55 fadi screws and then bilateral iliac screws were placed, these were size 8x90 expedium screws. 2 rods were then cut and contoured and locked into the pedicel screws. Then local autograft, morsellized allograft and two large kits of bmp were laid across the decorticated posterior elements. The patient was taken to the ¿pcu¿ in stable condition. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.